Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during firmware upgrade in clinic, telemetry issues were noted and device went into backup vvi mode. Device download was performed successfully. The upgrade was not re-attempted. The patient did not experience any adverse consequences during the event.